Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to perform the unexpected restart error test or verify the off no power alarm due to the button/keypad anomaly. There was moisture damage found on the electronics and motor. The pump had cracked display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that the pump alarmed unexpected restart and there was water in the screen. The pump was exposed to rain water. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.